Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified small volume folfusor containing fluorouracil 3700 mg diluted in 115 ml sodium chloride 0.9% was found leaking at winged luer cap end . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.